Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that just prior to discharge after implant the patient developed premature ventricular contractions (pvc) with a compensatory pause along with diaphragmatic and phrenic nerve stimulation with high output pacing. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.